Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, angioneurotic edema, and herpetic cold sores are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform. Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex c, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." "The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month." "Additionally, there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." "The onset of nodules generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid's, antihistamines, antibiotics, steroids, hyaluronidase, and needle aspiration. In most cases, nodules resolved within 3 days to 1 month."

Event description:
Healthcare professional reported a patient was injected with two syringes of juvederm ultra xc in the "nasolabial folds, lines 'far lateral' of the mouth, and the lips." The doctors indicated that the "right side of the face, and especially the lips" are "horrendously swollen." The patient's left side of their face is okay. The doctor indicated the patient's symptoms are getting worse. "Herpetic cold sores" have also been reported. Physician diagnosed the patient with angioneurotic edema and treated with steroids. Additionally, patient was treated with a medrol dosepak. Symptoms resolved within approximately 3 weeks of injection.